Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient, on (B)(6) 2025, the patient¿s cgm kept reading 40 mg/dl and the patient continued to treat it to bring her ¿sugar up¿, but no specific were provided about what treatment she provided herself. The patient was afraid due to the low cgm values, that if she went to sleep, she may not wake up. However, the patient was asymptomatic at this time. There was no report of the patient testing her bg meter reading as a comparison. Later that day, the patient started feeling sick and vomiting. She also couldn¿t walk or stand and did not know her name. A bg meter reading was done at this time, which was 600 mg/dl while the cgm was reading 40 mg/dl. The patient self-treated with insulin and the patient¿s roommate called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s bg level was 1082 mg/dl while the cgm was displaying high mg/dl. The patient was diagnosed with dka and was treated with insulin and an unspecified intravenous fluid in the hospital. The patient¿s cgm was also removed. There was no documentation of further medical evaluation or intervention. The patient was discharged home after 8 days. Once home, the patient inserted a new sensor. At the time of the report the patient was ¿feeling better¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when ems arrived. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient arrived at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.